Event description:
Customer reports they had 2 wires with great difficulty advancing and removing from a catheter and "sheering off". The first case was last week for a genicular embolization case using the wire in a terumo progreat microcatheter and the second case was today for an angiography using an 014 boston scientific rubicon catheter. The physician is stopping use and will be handing what is left of 1 box and 2 full boxes to return for a swap of product with a different lot number. I will ship out the product this week. Nothing was left behind in the body. The first case was gae (genicular artery embolization) that treats knee pain. The vessels are nonstenotic. The wire was caught up in a terumo micro catheter.

Event description:
Customer reports they had 2 wires with great difficulty advancing and removing from a catheter and "sheering off". The first case was last week for a genicular embolization case using the wire in a terumo progreat microcatheter and the second case was today for an angiography using an 014 boston scientific rubicon catheter. The physician is stopping use and will be handing what is left of 1 box and 2 full boxes to return for a swap of product with a different lot number. I will ship out the product this week. Nothing was left behind in the body. The first case was gae (genicular artery embolization) that treats knee pain. The vessels are nonstenotic. The wire was caught up in a terumo micro catheter.